Event description:
Info received indicates the left siderail caregiver circuit board is rusty from fluid ingress.

Manufacturer narrative:
The tech replaced the left siderail caregiver circuit board to repair the bed.